Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion and the right atrial (ra) and right ventricular (rv) leads were exposed. The entire implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.